Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: a reboot is observed in the black box. A crack observed in battery compartment along side of pump. The battery cap was not returned with pump. A test cap was used for testing purposes. Pump powers on with no alarms. The pump was exercised for 24 hours with no power issues occurring. Corrosion was observed in the battery compartment. Leak test verifies leak in battery compartment. The pump was opened and no further evidence of moisture damage found. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.